Manufacturer narrative:
The manufacturer previously reported information alleging the customer requested to send a trilogy 202 device to bench for assessment due to a test failure. The device was returned to the manufacturer's service center and was evaluated. No issues identified during assessment, failure of testing likely due to incorrect testing methods. A calibration of the device was completed. Full electrical safety testing & performance verification completed and passed. Additionally, not related to the function of the device, minor physical damage to casing was reported and accepted by customer.

Event description:
The manufacturer received information alleging the customer requested to send a trilogy 202 device to bench for assessment due to a test failure. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.